Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to contact support again if the issue reoccurred, and the customer understood the instructions.